Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the probe occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected and found to be non-conforming with the probe needle and inner cutter bent/cracked at the stiffener. Functional testing and a wear determination were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was unable to be functionally tested due to the probe needle and inner cutter being bent and cracked. Therefore, the reported actuation failure could not be confirmed and a root cause for the customer complaint could not be verified. The exact root cause of the bent and cracked needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported actuation failure could not be confirmed and a root cause for the customer complaint could not be verified; therefore, no specific action with regard to this complaint was taken by the manufacturing site. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).